Manufacturer narrative:
Siemens completed the investigation for an outside of the us (ous) customer complaint of a reactive (positive) atellica im toxoplasma igg (toxo g) reagent lot 297 result on (B)(6) 2025 on a sample from a pregnant patient. The sample resulted non-reactive (negative) when tested with an alternate method. In (B)(6) 2025, the patient had resulted negative with atellica im toxo g but had resulted positive when another sample had been tested in (B)(6) 2025 ((B)(6) 2025). An alternate method result at that time was negative. According to the customer, calibration was valid and quality control (qc) recovery was within package insert ranges. Siemens retrieved field peer patient data (n=881,545) from 01/01/2025 to 01/26/2026 and toxo g lots 296, 297, 298 and 299. Lot 297 is recovering similar to the other lots. Siemens reviewed internal qc and medical decision pool (mdp) data and lot 297 was comparable to other lots. The customer tested the sample with heterophilic blocking tube (hbt) and the result was a lower toxo g value but was within the positive range. Testing with non-specific antibody blocking tube (nabt) resulted in a value within the equivocal range. The hbt/nabt result values are lower than the neat sample results, indicating that interference is the likely cause the elevated (positive) toxo g results. Per the assay instructions for use (IFU) in the limitations section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the probable cause of the discordant result cannot be confirmed but appears to be a patient specific issue. There is no evidence of a systemic reagent or instrument issue, customer is operational after repeating the sample on a different method. MDR 1219913-2025-00222 initial report was filed on 18-dec-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Note - MDR 1219913-2025-00222 supplemental 1 is submitted for the discordant result obtained 25-oct-2025. MDR 1219913-2025-00221 supplemental 1 is submitted for the discordant result obtained 14-oct-2025.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) reagent lot 297 result on (B)(6) 2025 on a sample from a pregnant patient who had previously resulted non-reactive (negative). The result was reported and questioned by the physician. Retesting with an alternate method produced a negative result, which was considered correct. A new sample was drawn and tested on (B)(6) 2025 and the atellica im toxo g result was again positive, and the alternate method testing was negative. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) reagent lot 297 result on (B)(6) 2025 on a sample from a pregnant patient who had previously resulted non-reactive (negative). The result was reported and questioned by the physician. Retesting with an alternate method produced a negative result, which was considered correct. A new sample was drawn and tested on (B)(6) 2025 and the atellica im toxo g result was again positive, and the alternate method testing was negative. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. Quality control (qc) was within acceptable ranges. Heterophilic blocking tube / non-specific antibody blocking tube testing at the customer site has been requested. Siemens is investigating. Note - this report is filed for the discordant result obtained (B)(6) 2025. A separate report is being filed for the discordant result obtained (B)(6) 2025.